Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73e1900050 was manufactured on 05/01/2019 a total of(B)(4) pieces. Lot was released on 05/14/2019. DHR investigation did not show issues related to complaint. The customer returned one unopened representative sample 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears typical. The stapler was received with 36 staples left in the cover block. Referenc file anp1900072802 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. No functional issues were found with the returned stapler. Reference file anp1900072802 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "units jamming" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned representative sample. The reported complaint could not be confirmed without the actual sample and the probable cause of this issue could not be determined.

Event description:
It was reported that the staplers are jamming when being used.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staplers are jamming when being used.